Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update to the h3 section and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon visual and functional testing of the returned sample. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned with bypass tube dislodged at the manufacturing slit. No other components were returned for evaluation. Visual inspection revealed that there was no damage or deformation noted on the carrier tube assembly. The bypass tube was dislodged and the anchor was exposed. The deployment sleeve was found in the full forward lock position. No other visual anomalies were noted with the device. Functional testing was conducted. The bypass tube was reinserted over the anchor manually to set to on its manufacturing position. No issue was noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. Then, a new 8f hemostasis sheath was obtained to check the insertion difficulty that the user reported. The carrier tube assembly was inserted into the sheath. A click sound was heard and it was snapped together and properly fitted as can be seen in the attached pictures. The anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position due to insertion resistance, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after an angiogram, the doctor applied an angio-seal device to the patient. The package was opened without any abnormalities observed. The equipment was assembled and introduced to the patient. They passed the point to locate the exact location in the artery, then they put in the angio-seal sheath, 2 click sounds were heard however when the doctor retracted it to deploy, the whole thing came out except the anchor. The doctor performed manual compression on the patient. The procedure was completed successfully without complication. Additional information was received 08/21/2019: the procedure sheath size used was an 8fr. The patient was in stable condition.